Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "no disposable clamp tubing" alarm. The reporter also stated that it was confirmed if the cassette was attached to the pump properly and the line was secured correctly. It was reported that even "afte" multiple attempts to correct the alarm, the pump "kepts" alarming. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The pump was ran with the cassette attached and sensors enabled. Running the pump in user mode did not reproduce the "no disposable, clamp tubing" error. Some evidence of fluid ingression is present along the seal of the downstream occlusion sensor. Due to the repeated errors in the event log and the age of the pump it is recommended that the downstream occlusion sensor be replaced.